Manufacturer narrative:
H3: 8637-40 pump: analysis of the pump identified a telemetry anomaly with the antenna. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 20 mg/ml at 13.988 mg/day, bupivacaine 16.9 mg/ml at 11.820 mg/day and fentanyl 1,129 mcg/ml at 789.6 mcg/day via an implantable pump for unknown indications for use. It was reported that the patient's pump was returned due to elective replacement indicator (eri) replacement. The rep indicated that they were not aware of a complaint associated with the pump.

Manufacturer narrative:
H3. Analysis of the pump identified a hybrid (circuit board) anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.